Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a cracked battery compartment. The customer stated that the screw part was broken in two places. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer advised that he was already on his back-up plan for 2 days. He reported that the battery would not stay in due to the damage to the battery compartment. The customer was advised to replace the insulin pump and agreed to return the device for analysis.